Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she had gotten her period for the first time in a long time and now see her patient line with pinkish fluid and she was not sure if this was something that could be due to her period. The pd patient stated she had called the nurse hotline and was advised to go to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized on (B)(6) 2017 due to a clot in her spleen, which showed up as a pinkish tinge during the patient¿s peritoneal dialysis treatment on (B)(6) 2017 prior to hospitalization. Per pdrn the event was unrelated to the patient¿s peritoneal dialysis regimen or the patient¿s cycler. Per pdrn the patient¿s spleen was not removed and the patient was discharged from the hospital earlier this morning ((B)(6) 2017). Per pdrn the patient was provided with coumadin blood thinner medication and an inferior vena cava filter was implanted to capture any future embolisms. The nurse confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated the patient was able to complete dialysis treatments while hospitalized and stated as of (B)(6) 2017 the issue was resolved, and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
Conclusion: dialysis is a lifesaving and live sustaining established therapy for patients with end stage kidney disease. All dialysis patients have a myriad of pre-existing associated comorbidities. There is a temporal relationship exists between the ccpd treatment involving the liberty cycler while undergoing dialysis therapy on (B)(6) 2017 when pink tinged pd effluent was observed. The patient subsequently required hospitalization where it was confirmed during course of routine investigation presence of a splenic infarction which required placement of an inferior vena cava filter to prevent further occurrence of thromboembolism/infarction and the patient was commenced on prophylactic therapy with coumadin. At the time of this clinical evaluation, there have been no reported allegations against a liberty cycler device malfunction that may have contributed to the patient¿s adverse event of splenic infarction. Chronic kidney disease (ckd) is associated with increased risk for hypercoagulable state and patients maintained on dialysis therapy are at higher risk for venous thromboembolism as compared to the general population (references 1,2). Based on the available information in the complaint file, it is unlikely that the liberty cycler is causally related to the occurrence of splenic infarction that required placement of a vena cava filter in this patient. This event is considered an adverse effect of end stage chronic kidney disease complications. Dialysis therapy was continuing unchanged at the time of this report. Should additional information become available this clinical event will be re-evaluated.

Event description:
Information in the complaint file was reviewed. It was reported this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was experiencing pink tinge dialysis effluent on (B)(6) 2017 and was subsequently hospitalized with a blood clot (unknown etiology) in her spleen. According to the peritoneal dialysis (pd) nurse, the patient did not require removal of the spleen and had a filter placed in her inferior vena cava (unknown date) to capture any future thromboembolisms. Furthermore, the patient was also prescribed (unknown date) the anti-coagulant coumadin as part of prophylaxis treatment against formation of blood clots. Reportedly, the patient completed dialysis treatments while hospitalized and was discharged on (B)(6) 2017 with resolution to the medical event. It was stated the patient continued on ccpd therapy at home without reported further issues and the adverse event was not related to the patient¿s pd therapy with the liberty cycler.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she had gotten her period for the first time in a long time and now see her patient line with pinkish fluid and she was not sure if this was something that could be due to her period. The pd patient stated she had called the nurse hotline and was advised to go to the hospital. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been hospitalized on (B)(6) 2017 due to a clot in her spleen, which showed up as a pinkish tinge during the patient¿s peritoneal dialysis treatment on (B)(6) 2017 prior to hospitalization. Per pdrn the event was unrelated to the patient¿s peritoneal dialysis regimen or the patient¿s cycler. Per pdrn the patient¿s spleen was not removed and the patient was discharged from the hospital earlier this morning ((B)(6) 2017). Per pdrn the patient was provided with coumadin blood thinner medication and an inferior vena cava filter was implanted to capture any future embolisms. The nurse confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and stated the patient was able to complete dialysis treatments while hospitalized and stated as of (B)(6) 2017 the issue was resolved, and the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.